Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately 4 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: dtbx1qq cardiac resynchronization therapy defibrillator implanted: 2013-(B)(6); 429888 implantable pacing lead implanted: 2013-(B)(6); 5076-52 implantable pacing lead implanted: 2013-(B)(6). (B)(4).